Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe rod is not always pressed. Report 2 of 2. The following was received from the initial reporter. Verbatim: the complaint is that there is liquid (most likely condensation) inside the new syringes. The syringe "rod" is always not fully pressed, and liquid is visible in the case, which may slightly protrude from the needle, i.e. In the part where the substance is released, you can see the contours of the drop. It is more common for a small or medium-sized drop to be released (slightly larger than in the photos attached).

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned four photos of 30gx8mm syringe. The customer reported that there is liquid inside the new syringes and the syringe rod s always not fully pressed, and liquid is visible in the case, which may slightly protrude from the needle. This material may be the adhesive meant to hold the needle in place. The barrel and stopper of bd insulin syringes are lubricated with medical grade silicone allowing the syringe plunger to glide through the syringe barrel. Silicone oils are ideal as lubricants and are commonly used as lubrication in insulin syringes as well as in hypodermic syringes used for injecting other medications into the body. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. All bd insulin syringes are lubricated as to conform to standards provided by the international organization for standardization (iso) 8537 - sterile single-use syringes, with or without needle, for insulin. The silicone does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. A review of the device history record was completed for batch # 2136574. All inspections were performed per the applicable operations qc specifications. Based on the photos and illustration received, embecta was unable to confirm the customer¿s indicated failure of incorrect placement (plunger rod). The root cause cannot be determined as the issue is unconfirmed.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe rod is not always pressed. Report 2 of 2. The following was received from the initial reporter. Verbatim: the complaint is that there is liquid (most likely condensation) inside the new syringes. The syringe "rod" is always not fully pressed, and liquid is visible in the case, which may slightly protrude from the needle, i.e. In the part where the substance is released, you can see the contours of the drop. It is more common for a small or medium-sized drop to be released (slightly larger than in the photos attached).